Manufacturer narrative:
Additional information has been provided in h.6. And h.10. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported various patients with post operative inflammation over the last 10 months. Diagnosed as toxic anterior segment syndrome (tass). Patients presented with conjunctival inflammation, aqueous cell, aqueous fibrin, and hypopyon. No cultures were taken. Topical medications of steroids, antibiotics and nsaids were adjusted for the patients. The intervention resolved all outcomes.